Event description:
Discordant sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument. The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The hsc determined that the system data is consistent with a specimen integrity issue with a single sample. The hsc recommended the customer review proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy. The cause of the discordant sodium and chloride results is unknown. The customer successfully repeated the patient sample, which was within the acceptable range. The instrument is performing within specifications. Further evaluation of the device is not required.